Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing. There was no report of serious patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 15, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.the patient allegedheadaches, difficulty breathing, and service required message on screen. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture verified the device provides airflow using a known good power supply. Manufacture observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, blower grommets, p4 power connector. A white powder substance was observed on the blower box, blower outlet seal, airpath, and rear panel o-ring. Manufacturer observed no message on display when turning the device on. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A hairlike substance was observed inside the blower box, inside the rear panel, inside the bottom enclosure, on the blower outlet seal, and on the blower grommets. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer observed no evidence of degraded sound abatement foam and not able to confirm the complaint or address the symptoms specified.